Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed. During interrogation of the deployed device, a thrombus was noted to be attached to the was on the transesophageal echocardiogram (tee). Activated clotting time was 324 seconds and the patients international normalized ratio (inr) was 2.5. The device was released and the physician aspirated the thrombus while withdrawing the was from the patient. After the procedure, the thrombus was flushed out of the sheath and measured 2.4 cm in length. The patient was stable without signs of stroke and has been discharged as normal.